Event description:
It was reported via repair work order that the power inlet was damaged and brakes had reduced in brake force due to casters need adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.